Manufacturer narrative:
(B)(4). Device evaluation: the report of difficulty advancing the guide wire through the arrow raulerson syringe was confirmed. One guide wire assembly, arrow raulerson syringe (ars), and introducer needle were returned. Visual examination revealed the guide wire was kinked 2 cm from the j-tip. A manual tug test on both ends of the guide wire found both welds intact with no unraveling or separations. Microscopic examination of the welds found both welds are typical, full and spherical. The guide wire graphic specifies the length at 600 +/- 4 mm and the diameter at .788/.826 mm. The diameter of the guide wire measured 0.809 mm, which met specifications. The length was confirmed to be consistent with the graphic. The needle graphic specifies the inside diameter at .038" minimum. The inside diameter was measured at .041inches. Functional testing was performed using a lab inventory guide wire assembly with a measured diameter of .806 mm. The j-end of the guide wire was inserted into the raulerson syringe four times with the plunger in and then out, rotating the sample 1/4 turn between insertions. No resistance was felt during insertion through the raulerson syringe. The instruction booklet describes suggested techniques for inserting the guide wire. A device history records was performed and other remarks: did not reveal any manufacturing related issues. The spring wire guide met dimensional specifications and the ars passed functional testing. Therefore, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us. The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable.

Event description:
It was reported that during insertion in the patient's room, the swg became stuck in the ars. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.